Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected initial reporter. Corrected patient ID. Evaluation summary: (B)(4): helix disengaged from helical channel, with blood noted on the helix; the helix would not extend due to being over-retracted; full lead returned and analyzed.

Event description:
It was reported during the procedure that the helix was difficult to extend. The lead was not implanted. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.